Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack on an insulin pump. The insulin pump will be returned for analysis.